Event description:
It was reported that this device was used to cross a totally occluded lesion in the right coronary artery. Upon removal of the wire it was observed that the distal 8 cm was left in the rca. This section of the guidewire was removed.